Manufacturer narrative:
(B)(4). Eval: results: (stent deformation and failure to deliver device), (pt lesion morphology; 85% stenosis, little calcification). Eval: conclusion: (pt lesion morphology; 85% stenosis, little calcification). Eval summary: the 10th and 11th proximal stent segments were flattened resulting in deformation of the struts. No further damage noted.

Event description:
The physician was attempting to implant a 3.0 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the lcx. It was reported that the lesion exhibited 85% stenosis with little calcification. It was reported that the lesion was pre-dilated. It was reported that the physician was unable to cross the lesion, and when the device was retracted from the pt, the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.